Manufacturer narrative:
The mobile power unit (mpu) was not returned for analysis and remains in use. The report of a low voltage advisory and a no external power occurring on (B)(6) 2017 was confirmed based on a review of the submitted system controller log file. Based on the manufacturer¿s experience from similar reported incidents, the alarms are potentially consistent with an intermittent loss of power to the mpu; however, a specific cause for the loss of power could not conclusively be determined solely from the analysis of the submitted log file. No other atypical events were recorded in the log file and there was no interruption in pump function. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. (Calculated from the date when the mobile power unit was issued to the patient). The mobile power unit is not a single use device. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a no external power alarm occurred on (B)(6) 2017. The patient confirmed that there was no power outage at that time, and that the lvad was not disconnected from power sources. The patient was reported as asymptomatic. A log file reviewed by the manufacturer¿s technical service representative confirmed a low voltage advisory and no external power event logged on (B)(6) 2017. The rest of the data within the log file appeared normal. It was reported that the lvad clinician believed the mobile power unit had become unplugged from the wall; however, the patient denied it being unplugged. On (B)(6) 2017, the lvad clinician again spoke to the patient and the patient said it was possible that the white and black power cables had been switched when connected to the mobile power unit. No additional information was provided.